Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during therapeutic endoscopic mucosal resection (emr) procedures, bleeding occurred more often. Each time, hemostasis was performed using a clip. No further information was provided.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4). The evaluation could not confirm the issue described by the customer, who felt that the generator¿s cutting performance was too strong. Since cutting performances of generators by different brands may vary, the customer¿s impression was judged as being purely subjective. During the evaluation it was found that one of the monopolar outputs (forced coag2) is defective. However, this failure, which was caused by water/fluid ingress into the generator, is not related to the issue reported by the customer. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.